Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing. Device had cracked lcd window, cracked case at display window corners. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed alarm as well as small hairline cracks on the case. The customer¿s blood glucose was 150 mg/dl. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and receiving another insulin pump error alarm after a battery change. Troubleshooting was performed for insulin pump error and damage. The insulin pump will be returned for analysis.